Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they hospitalized and dispatch to emergency medical services experienced high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 37 mg/dl at the time of the incident. Another blood glucose level was 55 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer stated that the symptoms related to low blood glucose such as anixiety. Customer was treated with food and intra venous. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer stated retainer ring cracked and battery compartment was cracked. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer wanted to change his insulin sensitivity and carbohydrate ratio. The pump had been bumped. He said the belt clip was broken at the top on both sides and that there was a crack on the battery compartment. There was a crack at the reservoir compartment and a piece was missing. Retainer ring was cracked but reservoir was able to lock in place when inserted into pump. Customer said he had a change sensor on (B)(6)2022. Customer said he had a low and passed out on (B)(6) 2022. Customer did not have a high. He had treated the low with food and the paramedics came. Customer was not hospitalized. Customer said the insulin was squirting out but he was disconnected during the rewind/prime sequence. Customer last changed set on (B)(6) 2022. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not used. It was unknown if sensor was used. Pump will be returned for analysis.

Manufacturer narrative:
S.w version 4.11e retainer ring = clear case type = ngp customer returned pump for an alleged sensor anomaly, belt clip anomaly, cosmetic damage located at the belt clip rails, battery compartment, reservoir compartment, loss of consciousness and ems dispatched for low bgs found on (B)(6) 2022. On case(B)(4), svn#: (B)(4) - customer returned pump for an alleged auto mode anomaly and belt clip anomaly found on (b)((6)2020. On (B)(4), svn#: (B)(4) - customer returned pump for an alleged high bgs found on (B)(6)2019. Unable to confirm belt clip anomaly due to pump received without the original belt clip. The pump was received with a broken belt clip rails, a cracked battery tube threads, a cracked retainer, a cracked reservoir tube lip and a broken reservoir tube lip. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2022 in the formatted history file. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2022 12:49:08.000 lost sensor 1 alert (780) was recorded and found in the formatted history file on: 08/06/2022 15:52:00.000 (B)(6) 2022 16:02:00.000 (B)(6) 2022 23:16:00.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2022 16:53:00.000 (B)(6) 2022 23:32:00.000 cannot find sensor signal 1 alert (790) was recorded and found in the formatted history file on: (B)(6) 2022 18:00:00.000 cannot find sensor signal 2 alert (791) was recorded and found in the formatted history file on: (B)(6) 2022 18:03:00.000 sensor signal not found alert (796) was recorded and found in the formatted history file on: (B)(6) 2022 17:50:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor expired alert, lost sensor alert, cannot find sensor signal alert, sensor signal not found alert or sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. There were no unexpected pump errors/alarms/alert noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2022 to (B)(6) 2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event dates (B)(6) 2019 and (B)(6) 2020 in the formatted history file. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Unable to confirm belt clip anomaly due to pump received without the original belt clip. Belt clip anomaly was unknown. Battery cap contact missing/damaged was confirmed. Cosmetic damage was confirmed at the belt clip rails, battery compartment and reservoir compartment. A cracked retainer, a cracked reservoir tube lip and a broken reservoir tube lip were confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. Auto mode anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer wanted to change his insulin sensitivity and carbohydrate ratio. The pump had been bumped. He said the belt clip was broken at the top on both sides and that there was a crack on the battery compartment. There was a crack at the reservoir compartment and a piece was missing. Retainer ring was cracked but reservoir was able to lock in place when inserted into pump. Customer said he had a change sensor on (B)(6) 2022. Customer said he had a low and passed out on (B)(6) 2022. Customer did not have a high. He had treated the low with food and the paramedics came. Customer was not hospitalized. Customer said the insulin was squirting out but he was disconnected during the rewind/prime sequence. Customer last changed set on (B)(6) 2022. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not used. It was unknown if sensor was used. Pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5.

Event description:
Customer wanted to change their insulin sensitivity and carbohydrate ratio. The insulin pump had been bumped. Customer stated that the belt clip was broken at the top on both sides and that there was a crack on the battery compartment. There was a crack at the reservoir compartment and a piece was missing. Retainer ring was cracked but reservoir was able to lock in place when inserted into pump. Customer stated that they had a change sensor alarm on (B)(6) 2022. Customer experienced low blood glucose and passed out on (B)(6) 2022. Customer did not have a high blood glucose. Customer treated the low blood glucose with food and the paramedics came. Customer was not hospitalized. Customer stated that the insulin was squirting out but they were disconnected during the rewind/prime sequence. Customer last changed set on (B)(6) 2022. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not used. It was unknown if sensor was used. Insulin pump will be returned for analysis.